Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified a broken impactor pad. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the impactor was fractured when punching the implant. No known impact or consequence to the patient. There was no surgical delay. All available information has been provided.

Manufacturer narrative:
(B)(4). G2 : foreign country : poland. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted.